Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and found sensor retracted to the other side of the sensor also found electrode broken missing broken part. See attachment file for details unable to confirm customer received sensor damage due to customer returned opened and used sensor.

Event description:
The customer reported via phone call that a new sensor was inserted, but after inserting and taping it down, the customer noticed copper string coming out the top of the sensor. Customer's blood glucose was 85 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for sensor and was found that cannula was retracted through the top of the sensor. Customer was advised that the sensor may be damaged and advised that the device would be replaced and to return the product for analysis.